Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead in segments was returned and analyzed; analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products : 5076-45, lead, implanted (B)(6) 2005; 3778-45 x2, pain stim leads, implanted (B)(6) 2010; 37702, pain stim ipg, implanted (B)(6) 2010; 3708160 x2, neuro extensions, implanted (B)(6) 2010; 3550-39, neuro adaptor, implanted (B)(6) 2010. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due to a prophylactic extraction in order to implant a magnetic resonance imaging (MRI)-compatible pacing system. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.